Manufacturer narrative:
The tip of the screwdriver is broken off as complained. Almost the whole bihexagonal tip is broken off and was not returned for investigation. The fracture angle is oblique. Besides, the instrument presents normal signs of use. Dimensional inspection cannot be performed due to the damage incurred. The complaint condition is confirmed as the tip of the screwdriver is broken. This production lot (3335962) was manufactured in march 2010 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criteria's. A definitive root cause for the screwdriver breaking could not be determined based on the provided information. The oblique fracture angle suggests that off-axis force has been applied. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.607.001, lot: 3335962, manufacturing site: (B)(4), release to warehouse date: 11 march 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the tightening end of screwdriver snapped off. This case was reported by the loan kit technician during loan kit inspection. No further information can be obtained as the case was not reported by the customer. This report is for one (1) 3.0mm bihexagonal screwdriver with t-handle. This is report 1 of 1 for (B)(4).